Event description:
The MFR of a contact lens care cup for use with 3% hydrogen peroxide systems received a report from a female pt that a cup burst during use. No injury occurred related to the bursting cup; however, the pt had just previously experienced an ocular burning sensation from a prior contact lens disinfection cycle due to forgetting to neutralize the hydrogen peroxide disinfecting solution. The MFR has implemented corrective actions to prevent recurrence of the bursting cup.